Manufacturer narrative:
Novocure medical opinion is that the contribution of the transducer arrays to the swelling cannot be ruled out. Swelling is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 37-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2021. On (B)(6) 2026, the patient informed novocure that he began experiencing swelling on the left side of his head on the evening on (B)(6) 2026. The following day, he developed swelling of the eye and sought a medical evaluation at the hospital. The patient was subsequently admitted and informed that he had inflammation of unknown etiology. He reported that treatment with unspecified antibiotics was required and that the anticipated duration of hospitalization for antibiotic therapy was approximately two weeks. Optune gio therapy was temporarily discontinued. No further information was received.